Event description:
It was reported the pt underwent aortic valve replacement in 2008. During clinic f/u in 2009, the pt presented with respiratory congestion, fatigue and dizziness. An echocardiogram revealed moderate to severe mitral regurgitation with two distinct jets of perivalvular mitral insufficiency. The anterior jet being mild and the posterior jet being moderate-severe. The surgeon and pt decided to proceed with surgery. During the procedure, the physician attempted to repair the two areas of pv leak using pledgeted sutures. Tee confirmed one of the leaks was repaired, but the posterior leak was not, the decision was then made to explant the valve and replace it with another 25mm sjm mechanical valve. Tee demonstrated no perivalvular leak. Two months later, the pt expired. Cause of death is reported to be cardiac arrest, secondary to sepsis versus ischemia. According to the hosp, an autopsy will not be performed.